Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of extension number 1 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0, #1, and #3 connectors were twisted. Analysis of extension number 2 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that all connectors were twisted. Analysis of extension number 3 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0 and #3 connectors were twisted. Analysis of extension number 4 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0 and #1 connectors were twisted.

Event description:
It was reported that the extensions were twisted. This information was previously reported under manufacturing report # 3004209178-2014-13783, any additional information about the extension issue will be report under this manufacturing report